Event description:
The lead was returned to the manufacturer after being explanted and replaced with no complaint. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Products: (B)(4) implantable pacemaker 2010 (B)(6); 5076-52 implantable pacing lead 2010 (B)(6). (B)(4).